Manufacturer narrative:
E1: patient city: (B)(6). Patient country: brazil.

Event description:
Unomedical reference number (B)(4). Event occurred in brazil on (B)(6) 2024, the patient reported that the one infusion set cannula was bent. The bg level was high. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.